Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine pack change procedure, intermittent atrial undersensing was noted when the lead was connected to the header of the pulse generator. The lead was tested with the pacing system analyzer, normal function was found. The physician noted some blood in the header of the device when the lead was removed. Cleaning off the lead and reconnecting to the device was attempted twice but undersensing was still noted. The device was exchanged with another. Normal atrial lead function was noted. The patient was stable.